Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, h6 (health effect - impact code). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: a. How was the cement prepared for use? - per instructions in IFU. B. What equipment was used to prepare / mix the cement? - components within kit used to mix cement as always. C. What was the timing to mix and the time between mixing and setting? - cement was mixed according to instructions between 35 and 40 seconds and this is where it was noted that the consistency was different than seen in previous cases. D. What equipment was used to deliver the cement? - cement was not delivered, just attempted mixing. E. Can you provide the quantity used of the cement product? - none of this kit was used due to the identified in consistency after mixing.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the scrub nurse mixed the confidence spinal cement on back table as per instructions. Components within kit were used to mix cement as always. The scrub nurse fully threaded on the cement reservoir adapter onto the mixing bowl the confidence cement was visible in the cement reservoir. The cement was mixed for 60 seconds. However when scrub nurse went to unscrew cement reservoir from its adapter the cement stayed attached to the mixing bowl. The surgeon came to inspect and the consistency of the cement had very grainy texture appearance. This batch of cement was not used. Surgeon then requested to mix another 5 cc which had no problems. There was a 5 minutes of surgical delay. The procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. Photo investigation: the product was not returned to medtech orthopaedics; however, photos were provided for review as, the cement retain sample test was requested for the finished device (283905000/416669) and no deviations were found. The investigation was not able to confirm the reported event as the complaint condition was not represented clearly in the provided photo. The provided evidence was not sufficient to confirm the reported event of cement consistency. Functionality issues cannot be evaluated through a photo investigation. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a DHR evaluation was performed for the finished device, product code: 283905000, lot number: 416669, the product was released on: 22 nov 2024, manufacturing site: jabil le locle. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.